Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a sensor failure occured. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "dexcom was made aware on 02/20/2019, that on 02/16/2019, a sensor failure occured."

Event description:
It was reported that signal loss over one hour occurred.